Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that they had a few accidents since (B)(6) 2019 ( pt stated a few weeks ago) and also stated that they increased stimulation and it was too high and uncomfortable since (B)(6) 2019. Patient also stated that they were having problems with their stimulator and wires during the call, pat agent walked patient through changing the program from 2 to 3. Patient is feeling comfortable stim @ 1.7. Patient was advised to monitor symptoms. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that the cause of the issue was determined and that the program needed to be changed. There were no further complications reported or anticipated.